Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the unit display reproduces text and graphics normally; however, the screen shows lines across the upper portion of the display. The lines remain static during vertical and horizontal use. The lcd was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the on/off button does not work. When unit is mounted vertically in the dock, there are missing lines at the top of the display (near the word rainbow). We were unable to determine if the lines obscured values or visual error codes or alarms. There are no known consequences or impact to any patient as a result of this issue.